Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during a transendoscopic subrectal mucosal mass excision procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 for the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the control wire in the handle was bent, the catheter was kinked at the proximal section and the handle was broken. Microscope examination was performed, and it was observed that the bushing had hits on its hooks, and the bushing tabs were rounded and asymmetric. The spool was inspected and no failures were observed. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and side b were out of specification. It was also noted that the flattening wire was confirmed to be within specification. No other issues with the device were noted. Based on the condition and evaluation of the returned device, it was found the dimension between the hooks of the bushing were out of specification, hooks asymmetric, and hits were found inside the bushing hooks. According to this evidence, it is possible that during the actuation of the device, some friction occurred between the components inside of the clip assembly, causing the bushing hits and providing evidence that the customer faced difficulty releasing the clip from the catheter. On the other hand, it was found some damages in the device handle such as; handle broken, and the control wire and the catheter kinked. According to the evidence, it is possible that during the procedure and before the deployment of the device, the handle was pulled forward and backward with excess of force, causing that the control wire got bent, affecting the deployment of the device. According to the evidence, it is possible that during the procedure and as a result of the difficultly to release the clip from the catheter, the customer applied excessive force in the handle, leading to the failures observed. The reported event of clip failed to release from the catheter was not confirmed, due to the device returned with evidence of full deployment and without the clip assembly. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the intestinal tract during a transendoscopic subrectal mucosal mass excision procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.